Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of suspected sterile peritonitis with fever in a patient following extraneal viaflex therapy. On (B)(6) 2009, the patient began physioneal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, extraneal was added to the pd regimen (most recent lot number 10i23g42) at a daily dose of 2000ml ip for pd. On (B)(6) 2010, the patient experienced fever up to 38.9 degrees celsius (c), slight abdominal pain and cloudy dialysate. On the basis of these findings, a diagnosis of suspected sterile peritonitis was made. However, the reporter stated that he was not completely sure whether the patient had peritonitis or not. The patient received antibiotic therapy with cefuroxim 500 mg daily po ((B)(6) 2010 to (B)(6) 2010) and diclofenac 50 mg po daily ((B)(6) 2010, end date not reported). On (B)(6) 2010, the patient recovered. On (B)(6) 2010, extraneal was discontinued. The reporter assessed the case as non-serious and possibly related to extraneal therapy. The case was assessed as medically significant by baxter. No further information was available.